Event description:
Boston scientific crm received information that during the implant procedure, this device displayed increased threshold measurements and loss of capture that did not correspond to the pacing system analyzer threshold measurements. The device was disconnected and reconnected; however the issue was not resolved. A decision was made to replace this device. The device was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed in an attempt to determine the root cause of this event.

Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, we exposed the device to simulated heart load conditions and then tested the pacing and sensing functions. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Analysis of the device header revealed no irregularities. All setscrews operated normally. Analysis concluded this device met specification and could not determine a reason for the reported clinical allegation.